Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips authorized service provider (asp) inspected the system remotely and confirmed that the mcs display was faulty. Upon further troubleshooting action, asp found that the issue was one of the four monitors on the suspension is faulty. The asp instructed customer to reconnect the system to another monitor. After reconnecting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that there was a display fault during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.